Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 0001825034.

Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 0001825034.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2021-00134. The locking bar has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. The tibial tray was implanted and is not available for return.

Event description:
It was reported that during right total knee arthroplasty the locking clip was difficult to insert through the tibial insert and tibial tray. A second tibial insert and locking clip were used to complete the procedure. No adverse events have been reported as a result of the malfunction.